Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation / device migration in to the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, right lower quadrant pain, asthma (((B)(6) 2010)), obesity (((B)(6) 2010)), anxiety (((B)(6) 2010)), vaginal discharge, vaginal itching, hearing loss, hypertension, depression, weight gain, knee operation, gastric bypass, cholecystectomy, iron deficiency anemia, microcytic anemia, sleep apnea, pain in hip, buttock pain, groin pain, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("pain / pelvic pain syndrome or disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device is in satisfactory position with satisfactory bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation / device migration in to the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, right lower quadrant pain, asthma (((B)(6) 2010)), obesity ((B)(6) 2010)), anxiety ((B)(6) 2010)), vaginal discharge, vaginal itching, hearing loss, hypertension, depression, weight gain, knee operation, gastric bypass, cholecystectomy, iron deficiency anemia, microcytic anemia, sleep apnea, pain in hip, buttock pain, groin pain, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("pain / pelvic pain syndrome or disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device is in satisfactory position with satisfactory bilateral fallopian tube occlusion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.